Event description:
The customer reported that the tandem-provided usb charging cable was charging the pump very slowly. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.